Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error recorded in the device firmware log. Device data was downloaded and sent in to boston scientific technical services (ts) for review. Ts discussed the da error occurred as a result of a bit flip (temporary memory reset), but self-corrected by the device. It was noted that the patient underwent radiation treatment around the time the da error recorded. Ts also noted to wait one hour post-radiation to allow for the device hourly diagnostics to occur before checking the device. No further issues have occurred. No adverse patient effects were reported. The device remains in service.